Event description:
As reported, approximately 10 years post the initial right total shoulder arthroplasty, the patient presented with a tsr glenoid failure/dislocation and underwent a first stage revision. The surgeon extracted all components and put a cement spacer in situ. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 300-10-15, anatomic replicator plate, 1.5mm o/s, (B)(6); 300-01-13, humeral stem, 13mm, (B)(6); 300-20-02, square torque defining screw kit.